Event description:
Foley had been placed. With orders to flush foley, staff inadvertently pushed 10cc of sterile water into the foley balloon port instead of the foley drain port. Balloon then ruptured inside of patient's bladder. Balloon had been filled with a total of 20cc of fluid, 10cc from the initial placement and 10cc of sterile water following the incorrect port flush. The balloon rupture is not believed to have caused any patient harm however will require additional consults to be sure.